Event description:
It was reported that there was high thresholds. It was also reported that there was lead insulation damage and a break was found near the device header. A the lead remains implanted and will be used to pace in the left ventricular (lv) port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr, implanted: (B)(6) 2006; 4076-52 non defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.